Event description:
In 1999, pt underwent surgery for implantation of a left ventricular assist device believed to have been manufactured by tci. The surgery was performed by a team of drs. During the surgery "there was a system failure" of the left ventricular assistance device and the dr(s) placed on a "pneumatic type of system from the outside". Also during the surgery according to page 2 of the operative report, "(regarding the system failure) they were uncertain exactly how best to approach this, and telephone calls were made as well as to the pci (believed to be a typo and intended to be "tci") headquarters". Pt sustained a cva during the surgery, went into a coma and then died.